Event description:
The device was used during a laparoscopic splenectomy. The device firing trigger locked and would not release. No pericardial strips or graft material were used. The procedure was completed with the harmonic scalpel that was availabe during the procedure. There was no consequence to the pt.